Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with debris under the flap of the left eye one day post treatment. The debris appeared to be crystal like deposits in the eye. A flap lift and irrigation was performed one week post operatively. Visual acuity sans correction (vasc) about two weeks post lift was noted to be 20/20 for both the eyes, with clear interface. No further information has been provided.